Event description:
It was reported that the implantable cardiac monitor exhibited loss of sensing. No intervention had been reported. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(6).